Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08850 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600 mg/dl as well as insulin pump was not working. The customer's current blood glucose is 500 mg/dl. Troubleshooting was declined for high blood glucose and under delivery. The insulin pump will not be returned for analysis.